Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and orange particulate matter was observed at the bottom of the needle syringe barrel. The reported condition was verified. The cause of the reported problem is coring of the reddish orange rubber stopper of the calcium chloride vial; however, the cause of the coring could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was red particulate matter in the thrombin vial of a floseal hemostatic matrix kit. This was noted after calcium chloride solution had been injected into the vial, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. Further testing was performed on the received sample. Microscopic inspection was performed and revealed the presence of a single orange, opaque, irregularly shaped particle, approximately 0.4 mm in size, on the plunger inside the syringe. Further inspection of the particle revealed that the particle was elastomeric and revealed evidence of multiple punctures and possible coring. Fourier transform infrared spectroscopy (ft-ir) analysis of both the orange particle and the orange vial stopper material produced spectra consistent with a mixture of butyl rubber, magnesium silicate, and polydimethylsiloxane. Energy-dispersive x-ray spectroscopy (edx) of both the orange particle and the diluent stopper material detected carbon, iron, silicon, magnesium, bromine, and oxygen. The results of the analyses confirmed that the material of the orange particle is consistent with the vial stopper material. Additionally, the size and shape of the orange particle observed in the syringe barrel was also observed to be consistent with the morphology of needle puncture marks observed on the surface of the orange diluent stopper. The cause of the reported problem is coring of the reddish orange rubber stopper of the calcium chloride vial; however, the cause of the coring could not be determined. Should additional relevant information become available, a supplemental report will be submitted.